Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2014 at 00:04:06. During night drain cycle two, the patient's ultrafiltration reading was 2732ml, indicating the home patient (hp) drained 2732ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device was also visually inspected. The event was identified during the review of the event history logs. The cause was determined to be unexpected high ultra filtration (uf) for therapy compared to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.